Event description:
Abbott laboratories d-389, bldg ap30, 200 abbott park rd abbott park, il 60064-3537. The user had reported that the plunger on the IV set cassette could be pulled out far enough to dislodge the cassette diaphragm, resulting in overdelivery of medication. Sixteen sealed, unused samples were returned for analysis. When excessive force was employed, our analyst was able to simulate the reported condition. To insure that this unusual event will be even less likely to recur, we are now molding the top of the cassette with a smaller diameter plunger stop.